Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and underwent a skin revision surgery on september 20, 2022 in order to remove the abutment. The patient was treated with topical antibiotics (specific date and duration not reported). Subsequently, the device was explanted under general anesthesia on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on december 25, 2022.